Event description:
A customer contacted beckman coulter inc. (Bci) regarding multiple low creatinine (cre) results generated by the synchron lx20 pro analyzer. The samples were rerun on a different instrument and higher results were obtained. There was no impact to patient treatment as a result of this event.

Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. A field service engineer (fse) went on-site, replaced some hardware and serviced the instrument. A clear root cause for this event has not been determined to date.